Manufacturer narrative:
The tech found the siderail latching assembly was dirty. The tech cleaned the latch assembly to repair the bed.

Event description:
Info received indicates the right foot siderail will not stay up.